Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues the following information was received by the initial reporter with the following verbatim. It was reported by the customer that pt in for beva. Drug started and writer noted beva bag is nearly empty but ns primary bag (& chamber) is very full. Pharmacy contacted re: same for direction. As per pharmacy cannot infuse primary bag as concentration of medication wouldn't be correct. Med onc paged. Suggested that ns and beva bags be weighed. Bag of 250 ml ns was weighed to determine if bevacizumab had drained into it or if bevacizumab was administered to the patient: -weight of the 250 ml ns plus/minus bevacizumab bag = 321 g -weight of unused 250 ml ns bag = 300 g -weight of bevacizumab 352.5 mg in 100 ml ~ 114 g. If entire bag of bevacizumab (14 ml bevacizumab 100 ml ns) had drained into the 250 ml ns, would expect the weight to be greater than 321 g, therefore likely patient received some of the dose. Called dr with pharmacy information, as per him, safest to not give any more beva today as pt received 50 % or more of beva dose today.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material (B)(4) because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.